Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they finally changed the infusion sets and their pump worked as designed. A possible connection issue or an occlusion in the tubing could lead to no delivery alarms. The customer declined assistance with trouble shooting but wanted to return their infusion sets back for analysis. It is unknown what may have caused the no delivery alarms. There were no bent cannulas or sensors. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.